Manufacturer narrative:
The instructions for use for the ijs-e system states the following: "the locking screws of the construct and the axis pin must be installed and fully tightened to ensure that the construct will maintain the positioning and angles established intraoperatively. If the locking screws or the axis pin are not attached and/or fully tightened, the construct may loosen, shift and/or become disassembled subcutaneously." "The ijs-e construct connecting rod splines must be fully seated prior to tightening. Improper positioning may result in loosening of the construct," review of the images from the initial case found that the surgeon likely did not fully seat the connecting rod splines, preventing the locking screw from being able to adequately tighten the arm joint of the construct.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) uncoupled at the arm joint (the proximal locking screw backed out) one week following initial implantation, requiring revision surgery.